Manufacturer narrative:
(B)(4). The patient passed away on an unknown date. On an unknown date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, the patient was prescribed treatment with ceftazidime (route, dosage, frequency, and duration not reported) for the peritonitis event, but it was not verified if the patient received any of this prescribed therapy. On an unreported date, the patient&#38112;symptoms worsened (previously reported as recovered) and was hospitalized for the peritonitis event and subsequently passed away. The cause of death was unknown. It was not reported if an autopsy was performed. It was not reported if dianeal therapy was ongoing until the time of death, and it was not reported if the patient was connected to the baxter healthcare device and/or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.